Manufacturer narrative:
A complete lead was returned in one piece. Helix was fully extended and was measured to be within specification as returned. Tip stiffness test was performed and results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in clinic in (B)(6) 2017 due to chest pain caused by a cardiac perforation. There was a small pericardial effusion due to the perforation, and the right ventricular (rv) lead had an increased capture threshold. The device was reprogrammed. In (B)(6) 2017 during a follow-up in clinic, fluoroscopy revealed the rv lead to be dislodged with a loss of sensing. The rv lead was explanted and replaced and the patient was stable. This medwatch reflects the report of cardiac perforation and pericardial effusion. Related manufacturer report number: 2938836-2017-29571